Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed pressure ulcer or blister on her back. Follow up indicated that it was reported as a stage 2 pressure sore. There was no alleged device malfunction contributing to the irritation. Patient was advised by a physician to remove the lifevest until it heals. Follow up indicated that the patient removed the lifevest and the stage 2 pressure sore is getting better.